Manufacturer narrative:
Follow up information was received from the customer on 08/18/2016 stating that everything is okay with the customer and that bg level had not been impacted by the issue. The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value (119 mg/dl) and carbohydrates amount (45 grams) when entering values into the pump and subsequently over-delivered insulin. There was no impact to the customer's bg level at the time of the call. It was indicated that the customer would consume carbohydrates.